Manufacturer narrative:
To date, the device has not been returned to olympus for evaluation. The investigation is ongoing. Additional information has been requested regarding this event. A supplemental report will be submitted upon completion of the investigation or if additional information is provided by the user facility.

Event description:
The customer reported to olympus that during reprocessing found wire possibly stuck in the ultrasound gastrovideoscope. There was no report of patient harm associated with the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause of the reported wire possibly stuck inside the scope issue could not be determined. Additionally, the adhesive peeling around the pink rubber and the ke 45 adhesive coming off the forceps elevator issues could not be determined, as the device was not returned to the legal manufacturer for further evaluation. Olympus will continue to monitor field performance for this device.